Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in clinic follow-up, there were episodes of noise resulted in oversensing and inappropriate automatic mode switch. Technical support was contacted, however, no intervention was performed at this time. The patient will be monitored and there were no adverse consequences.